Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 12/23/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 foreign matter identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with eight needle suture combinations outside the foil packet. The product code vcp752d is a control release and contains eight strands per packet. During visual inspection of the returned sample, a foreign matter was noted between the needle and winding former. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: received information as following from sales rep via phone today. Are there any photos of the foreign matter available? No.

Event description:
It was reported that a patient underwent a shoulder joint surgery on (B)(6) 2024 and suture was used. During the procedure, when suturing the incision, the operating room nurse on duty opened the suture to the instrument nurse while ensuring that the outer packaging, sterilization date, model specifications, etc. Were all qualified. When the instrument nurse opened the cover layer on the operating table, the nurse found a hair under the needle. After discussing with the nurse on duty, it was determined that there was a production problem and a new suture was used. No adverse patient consequences were reported. Additional information was requested.